Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore, a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patients' pacemaker was interrogated and noted a message of " reset occurred (B)(6) 2010 error code 60-00-00". The pacemaker had restored to normal programmed settings and remains implanted. There were no patient complications reported as a result of this event.